Event description:
Physician was using a gel mark ultra in conjunction with a breast biopsy procedure using a mammotome biopsy device. She deployed the gel mark ultra pellets and noted during removal of the gel mark applicator that the tip had started to shear off. She removed the gel mark ultra and mammotome as a unit, which prevented the tip from shearing off completely. There were no pt adverse effects.